Manufacturer narrative:
Retainer ring ¿ black. Customer returned insulin pump for alleged time/clock anomaly found on (B)(6) 2021. The insulin pump passed the self test and displacement test. Test p-cap locked into the reservoir tube successfully. No unexpected alarms occurred during testing. The insulin pump was monitored over night and no time anomaly noted. The electronic assemblies and motor assemblies were inspected, and no anomalies noted, however a corroded battery tube was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded battery tube and minor scratches on lcd window. In summary, customers alleged time/clock anomaly was not confirmed by monitoring it over night and confirming the time moved correctly. The insulin pump passed self and displacement test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had time clock anomaly. Customer stated insulin pump was gaining time. Customer stated gaining time was more then 1 minute within a week or 4 minutes within a month. No harm requiring medical intervention was reported. The device will be returned for analysis.